Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was currently hospitalized due to high blood glucose levels. Blood glucose level at the time of admission was 552 mg/dl. The customer stated that she was wearing the insulin pump at the time of admission. Customer stated that she was vomiting and had diarrhea for three days leading up to the hospitalization. Blood glucose level at the time of the call was 290 mg/dl. The customer stated that this was her second day in the hospital and she was scheduled to be released tomorrow. The insulin pump was not replaced or returned for analysis.